Event description:
It has been reported to philips that the system will not expose. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that will not expose. Upon functional test fse found adu failure, causing the inability to expose. Fse replaced adu to resolve the reported issue. After replace adu, system was returned to use in good working order. The codes were updated based on the investigation outcome.